Event description:
Approx 24 hours post-placement of this intra-aortic balloon catheter, another MFR's intraaortic balloon pump's audible alarm sounded. Three hours later, blood was noted in the tubing. The pt was successfully weaned without any complications. The device was rec'd, evaluated and retained by this MFR. The system was pressurized and submerged in a water bath where a leak was noted at the proximal protion of the balloon. Microscopic examination revealed a longitudinal tear in the balloon. Iabc leaks/ruptures have been associated with repeated cycling against calcified lesions and/or other hard, sharp material. This device displayed characteristics consistent with repeated cycling against a calcified lesion, a longitudinal tear. Therefore, co does not attribute this event to the device.